Manufacturer narrative:
(B)(4). : code 213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The endoprostheses were advanced through a gore® dryseal sheath and deployed successfully. It was stated that during the procedure the sheath slipped out due to inappropriate fixation of the sheath by the health care professional. The patient lost approximately 500ml blood and received blood transfusion. The patient is doing well following the procedure.